Manufacturer narrative:
Only the lens was returned. Viscoelastic was observed. The lens was cleaned with lphse. Small scratches are observed. The lens dimensions (plan view) were acceptable using an approved template. Product history records were reviewed and documentation indicates the product met release criteria. A qualified viscoelastic was indicated. A root cause could not be determined for the reported complaint. It is not clear what specific issue was being reported. The lens is intended to deliver from the device. Lens delivery is a manual operation controlled by the end user. The returned lens was evaluated. The lens dimensions (plan view) were acceptable. Small scratches were observed. These may have occurred during the second attempt with a different delivery device. The dfu instructs: gently advance the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the line on the nozzle. At this position the blue spring will contact the clear finger main body. This plunger advancement should require at least 7 seconds. Do not allow any portion of the lens to exit the nozzle tip. It is important to not advance the plunger abruptly as improper folding and lens damage may occur. After the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery in the left eye of the patient, the lens came out of the injector. The surgeon tried to implant the lens without success. The device was exchanged to complete the case. There was no patient impact reported.